Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented to the clinic about 12 days post-implant and it was observed that the right ventricular (rv) lead exhibited low amplitude r-waves of 3.0mv and no capture. An echocardiogram was performed which confirmed a perforation had occurred. The patient was sent to the hospital for a lead revision. It was noted that a transoesophageal echocardiogram (toe) was performed and showed no evidence of effusion. A lead revision was performed and this rv lead was explanted and replaced. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.

Manufacturer narrative:
Based on the field report of perforation or pericardial effusion or cardiac tamponade these are known risks associated with medical procedures involving implanted cardiac leads. Analysis of the returned product is not able to provide relevant information for these types of allegations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented to the clinic about 12 days post-implant and it was observed that the right ventricular (rv) lead exhibited low amplitude r-waves of 3.0mv and no capture. An echocardiogram was performed which confirmed a perforation had occurred. The patient was sent to the hospital for a lead revision. It was noted that a transoesophageal echocardiogram (toe) was performed and showed no evidence of effusion. A lead revision was performed and this rv lead was explanted and replaced. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.